Event description:
We received a report that an tecnis multifocal intraocular lens (iol) zmb00u021 was explanted after the patient complained of not being able to see well after dusk. The reporter described the patient as ''nervous'' and was not able to wait for the eye to adapt. The patient was seen for additional testing to rule out cystoid macular edema and an MRI was performed which was normal. There were no complications during the explant, such as vitrectomy or incision enlargement. The patient is reported to be doing fine. Reporter indicated she thought the iol was discarded at the time of the explant.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.